Manufacturer narrative:
One used convective warming system was received for evaluation, along with a hose and power cord. The hose serial number did not match the device serial number. During the unit's functional evaluation, the over-temperature set points were checked at each setting and found to be operating within specification at each. At the 36-degree setting, the over-temperature alarm sounded at 39 degrees; at the 40-degree setting, the over-temperature alarm sounded at 43 degrees; and, at the 44-degree setting, the over-temperature alarm sounded at 47 degrees (all temperatures celsius). A temperature probe and voltmeter were installed on the unit, and the pump set to the 36-degree setting and run for two-and-a-half hours. The temperature output was then measured, and found within manufacturing tolerance at 35.81 degrees. The pump was then set to the 40-degree setting, and run for two-and-a-half hours. The temperature output at that setting was found within manufacturing tolerance at 39.61 degrees. The pump was then set to the 44-degree setting, and run for two-and-a-half hours. The temperature output at that setting was found within manufacturing tolerance at 43.64 degrees. The initial incident reported indicated that the hose was placed in such a way that it came into contact with the patient's skin. The device operator's manual indicates in section 3, on page 7, "to prevent thermal injury, do not allow any of the patient's body parts to rest on the active hose inlet." While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
Country of origin: (B)(6).

Event description:
It was reported that the patient sustained "burning blisters" on their knees and lower limbs after use of a level 1® equator® convective warming system. The blanket of the warming system was used during an eye surgery. It was observed that the blanket was placed so high on the patient, that the air outlet between the legs was located at the level of the patient's knees. The device temperature was set to 44 degrees celsius, and the temperature was noted to be lower than that after the procedure. No permanent injury was reported.